Manufacturer narrative:
Heartsine evaluated the customer's device and was unable to confirm the reported fault. Upon receipt, a visual inspection of the device revealed a dent on the upper case assembly. It was also identified that upon disassembly that the coin cell was detached from its -ve solder joint on the pcba and bent q2 n-mosfet component of charge control circuitry and multiple bent igbt components were observed. This had resulted in the rtc faults within the device memory and the lack of a flashing status indicator as the bt1 coin cell provides power for the rtc/status led circuitry. The investigation can only suggest the reported fault is related to the lack of a status indicator caused by the detached coin cell causing the user to believe the device was nonfunctional and therefore could not issue audio prompts. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that their device failed to issue voice prompts at power up. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy. There was no patient involvement reported with the event.

Event description:
The customer contacted heartsine to report that their device failed to issue voice prompts at power up. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The sam 500p device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.